Event description:
Additional information received reported the cause of the event was unknown. An x-ray was performed on an unknown date. Reprogramming was performed (B)(6) 2013, to avoid "one" contact out of range with many available groups offering pain relief except for the patient's forearm. The patient did not require hospitalization due to the event. Patient outcome was reported as no injury. A lead revision was planned but the date had not been scheduled. The patient was referred to a surgeon for paddle lead implant and a pocket revision. It was noted the patient had a second lead trial, date unknown, and achieved total right arm/hand stimulation and pain relief.

Event description:
It was reported that there was lead malfunction and decrease in stimulation. It was stated that two contacts on the lead were not working. Post implant, the patient claimed her stimulation was working so well she did not use her oral pain medication, however since (B)(6) 2012 she had noticed the stimulation not 'working as well' and it was 'spotty.' It was stated that the patient would lose stimulation in her hand, 'which she needed as well as her arm.' It was also stated that the stimulation was 'slowly dissipating' and her oral pain medication had to be increased from a previous amount. It was noted reprogramming was tried 8-10 times unsuccessfully. It was also reported that the patient had pain at the implantable neurostimulator (ins) pocket site (upper right buttock), and it was 'radiating to the butt cheek.' It was stated that it was very painful for the patient to sit due to the ins. It was stated that 'it felt like fabric was folded over the edge of the battery.' It was stated that the patient's healthcare provider (hcp) thought the ins may have ripped through the scar tissue or pocket. It was noted the hcp was waiting for approval to do an injection at the ins site due to the pain. Approximately two weeks after getting an injection the patient will discuss with her hcp the options of 'the leads as well as possibly moving the ins higher up on her back, this will also allow placement to cover higher in the neck.' The patient was redirected to her hcp. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the patient lost pain relief. When the device was first implanted the patient¿s implantable neurostimulator (ins) site was extremely sore and painful.

Event description:
Additional information stated the patient ¿had a lead replacement surgery and had the ins moved on 2013-(B)(6).¿ it was noted a ¿paddle lead was implanted¿ and ¿they kept the same ins but moved it.¿

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).